Event description:
It was reported that the air dermatome is producing an unevent graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the motor was running slow and the bearings were rough.